Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that every time their battery runs low, their pump alarms unexpected restart. They have received multiple unexpected restart alarms. They said that when the battery is changed, the information is cleared - basals. Customer's blood glucose was 102 mg/dl. Customer was advised that the pump would need to be replaced but that they could wear the pump until the replacement was sent out. The insulin pump will be returned for analysis.